Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the facility was starting to report more problems with asv (anti-siphon valve) and low flow rates, having more occlusion alarms. This was reported to bd representatives during site visit. There was patient involvement, however outcome is unknown.